Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited intermittent capture. X-ray confirmed that the lead had dislodged. The electrical integrity of the lead was not compromised and the dislodgement was due to twiddler¿s syndrome. The patient was symptomatic and was noted to be feeling some pressure and atrial/ventricular synchrony was noted to be compromised. During lead revision, it was noted that the helix was encapsulated with tissue compromising the helix mechanism, so it was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal